Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the nurse that the patient experienced breakdown of the skin around the PICC line. Chlorhexidine was used to clean and prep the arm before the PICC and biopatch were used. Product is not available for return. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on december 16, 2016. The investigation included: methods: review of device history records, review of complaints history. Results: no sample will be returned for evaluation. No pictures of skin condition were provided and therefore the event could not be confirmed. DHR review; could not be performed since no lot number was reported. Complaints history; upon review of integra's complaint system from november 2014 - november 2016, a total of (B)(4) complaints (including the one under evaluation) related to adverse reaction for biopatch product family. (B)(4) complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. (B)(4). Conclusion: no assignable cause that could be associated to the manufacturing process of biopatch was identified. Biopatch¿s IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿